Manufacturer narrative:
When received in the laboratory, the device image was reviewed. An extended charge time was seen and the device had reached eri/eol. A sharp battery voltage drop and excessive charging was observed. The device detected multiple episodes in a short period of time and responded by charging each time, delivering high voltage (hv) therapy in multiple instances. Further review by tech services (ts) showed the device detected and responded to the episodes appropriately. The results of the investigation concluded excessive charging was found to be the cause of the extended charge time, the device reaching eri and eol, and for the sharp battery voltage drop. The patient notifier was tested and did not function which is an additional finding identified and not related to the reported event.

Event description:
The patient presented to the emergency room following repeated appropriate therapy from the ICD. The device was interrogated which indicated multiple occurrences of capacitor charge time outs resulting in the inability to deliver therapy during ventricular fibrillation. The device was explanted and replaced. The patient is stable.